Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was confirmed due to the electrode belt¿s trunk cable to front therapy electrode having a broken solder wire, causing the therapy electrodes to be non-functional. Upon further investigation, the cables connecting ECG "a" and "b" cables to the front therapy electrode was being pulled from the strain relief, damaging wires in the cable. The belt did not pass falloff testing. The root cause of the physical damage to the broken wire and strained cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.